Event description:
11 vt device defined episodes. Most recent on (B)(6) 2021. 1 sec, intermittent under sensing noted. Account notified. Local rep notified. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).